Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-17722. It was reported the pt experiences rib stimulation in addition to spasms while using system stimulation. The pt is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.